Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of waking up with high blood glucose and was taken to the hospital via ambulance. Customer was hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of high blood glucose; customer experienced muscle pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized overnight and was treated with insulin drip and manual injection. Customer was wearing insulin pump at the time of hospitalization. Customer reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat per healthcare professional's instructions.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08765 inches. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, broken battery tube threads, cracked reservoir tube, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.